Event description:
Coiling treatment was conducted of a right pcomm aneurysm. The coil was advanced through the microcatheter. Upon positioning, the coil was reported to stretch. The coil was removed successfully with an endovascular snare. The patient was reported to be doing well. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the delivery pusher with implant attached was returned for evaluation. The evaluation confirmed the implant coil stretched. The root cause cannot be determined. (B)(4).